Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection.signs of abrasion were found along the lead body. In particular, the lead body was found damaged approx. 19 cm distal to the is-1 connector pin. In this area the conductor cableto the distal shock coil was found fractured. The ends of the broken cable showed traces of molten metal. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the generator housing. The marks on the generator housing and the ends of the conductor cable indicate arc-over from the lead to the housing during shock delivery. The analysis did not reveal any sign of a material or manufacturing problem for the icdor for the lead.

Event description:
Ous MDR - after an implantation period of about 11 months, it was reported that the device could not be interrogated. It is unknown why this lead was explanted. The system returned to biotronik for analysis. No adverse patient side effects have been reported.